Manufacturer narrative:
Additional information has been requested of facility and physician but is currently not available at this time. A supplemental report will be submitted if additional relevant case information or sample is received.

Event description:
It was reported that the initial implant of pacemaker, leads and cangaroo ecm envelope was performed on (B)(6) 2016 on a (B)(6) male patient. At the 2 week follow-up, the patient presented with redness and wound incision was slightly opened. Cultures were negative and patient started on antibiotics with a steri-strip closure of wound. On (B)(6) 2016 patient was taken to catheterization lab where pocket was flushed with hydrogen peroxide and vancomycin and patient was closed back up. On (B)(6) 2016 the entire device (pacemaker, leads and cangaroo ecm envelope) was explanted.

Manufacturer narrative:
A redacted patient procedure record of the initial implant procedure received 9/17/2016 with answers to cormatrix incident/event questions. Following hospital admission on (B)(6) 2016 patient given intravenous antibiotics and subsequently re-implanted (with placement on right side) on (B)(6) 2016. Patient was referred to wound center on (B)(6) 2016 for continued non-healing wound. Incident/event questions completed by physician/nurse indicates that they do not believe that the event was related to or caused by the cormatrix cangaroo ecm envelope. No additional explanation provided.

Event description:
It was reported that the initial implant on the left side of a pacemaker, leads, and cangaroo ecm envelope was performed on (B)(6) 2016 on a (B)(6) male patient. On (B)(6) 2016 the patient presented with redness of incision site, slightly opened incision with serous puralent. Patient started on keflex 500mg x 7days with steri-strip closure, and wound culture was negative. On (B)(6) 2016 patient was taken to catheterization lab for a pocket revision, flushing of pocket with hydrogen peroxide and vancomycin, and wound was closed back up. On (B)(6) 2016 the entire device (pacemaker, leads, and cangaroo ecm envelope) was explanted. Patient given IV antibiotics for one week prior to performing another pacemaker implant on (B)(6) 2016.